Manufacturer narrative:
Zimvie received one (1) unknown abutment for evaluation . Visual evaluation was performed, found inside implant. This complaint refers to the specific device unknown abutment. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [reported product] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00428-haz, the most likely root cause determined from the investigation was material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. The abutment found fractured inside implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient went to dentist for restoration (B)(6) 2022. Dentist was hand screwing abutment into place when screw snapped off leaving remnant inside. Dentist tried everything even had our zimmer rep get a zimmer guide sleeve, but nothing worked. Dentist referred back to us for removal of implant and graft, tooth 23. Symptoms as a result of the event: pain. Dentist broke abutment screw off inside implant. Could not retrieve screw out, so came to us. Customer reported that they mailed both the implant and abutment, do not have a lot number or any information for the abutment.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.